Event description:
A new bag of tpn (clinimix) 1000 ml was started at 1642 on [redacted date]. Two nurses cosigned the bag at the rate of 75ml/hr. At 2215 on [redacted date] the pump was alarming "air-in-line" and was empty. Nurse tried to turn off the channel, but keypad was not working. Nurse then disconnected and then reconnected the channel. Nurse then hit "restore" to determine the previous rate, which was 75ml/hr with a vtbi of 2ml. Initial evaluation by clinical engineering shows that keypad will need to be replaced. "Channel off" and "restart" buttons are not functional. There is also a possible issue with air in line sensor, as pump was giving air in line alarms with a primed set. The door latch of the pump seems to stick in the lower position and a small crack in the latch mechanism can be seen. Based on this, it seems like the entire 1000ml bag of clinimix was administered from 1642-2215. This would be approximately double the rate (166ml/hr). Manufacturer response for infusion pump, alaris (per site reporter) bd to come on site for evaluation.